Event description:
It was reported that patient states that he has had problems since the time of surgery: his scrotum swelled to the size of a grapefruit after surgery; his incision opened and drained and he had a cavity 1.5 deep that he had to debride for three months; now he states that the pump is adhered to his testicle and when he tries to pump, it is painful because he is also squeezing his testicle; he has a two inch deformity at the end of his penis where he states the device does not completely fill his penis. He states that the head of his penis droops (sst deformity). He had addressed these concerns with his implanting physician and did not feel like he got satisfactory information. He has seen a second dr. For opinion who agrees that something is wrong (he states that dr. ((B)(6)) said he would have done it differently but he is not inclined to reoperate at this time.) The patient asked for assistance in locating a dr. That can assist him. Patient liaison referred him to (B)(6) and he will research and contact if he has further questions.